Event description:
The pt had a synchromed implanted in 1997. The pt presented with redness, swelling, drainage, pain, incisional wound opening and pocket erosion. It was reported that the pt did not have meningitis. The pt had the device pump explanted in 1997. It is unknown when or if the catheter was removed. A culture was taken from an unknown site and the results are unknown. The pt was put on IV antibiotics and the infection was resolved.